Event description:
The implant was replaced and 2 to 3 months after the implant was replaced their current implant would zap them and the pain was very bad. Patient was told by their hcp to shut the implant off for a while or for a few weeks. Patient met with their representative around the 3rd or 4th month after the implant was replaced to help them download settings and feelings. Agent understood this as reprogramming. The representative downloaded 3 different ones for the patient to try but every so often the patient would get zapped. Patient noticed that even with a full charge and the implant shut off the implant was not acting right. Patient was told that their current implant would last a lot longer. After a few weeks patient tried to connect but it said it was 'dead'. The last time patient was able to successfully charge the implant was about 4 or 5 years ago when the representative jumpstarted their implant. Agent reviewed over discharge information. Patient mentioned they were trying to replace the implant because they were having so much pain in their legs and their legs were going numb, but was told that they would have to pay $30,000 or $40,000 to replace the implant. Patient mentioned they only got 3 or 4 months of use out of their current implant. Agent reviewed warranty and redirected patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.